Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse viewed the patient side cart (psc) battery and saw that the led was off. The medical grade power supply and auxiliary power board (apb) input/output voltage was normal. The generic power distributor (gpd) indicator led was off. The patient backplane (pbp) output voltage was 0 so it was found that the gpd was broken. The issue was resolved after the gpd was replaced. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the patient side cart (psc) lost power and could not power on after that. The intuitive technical service engineer (tse) recommended the customer to swap the power socket, power cycle the system, and emergency power off (epo) the psc but the issue persisted. The customer converted to a laparoscopic surgery to complete the procedure. There was no patient injury reported. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no increase in port size or additional ports placed as a result of the conversion. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The generic power distributor (gpd) was installed on an in-house system but could not power on. The gpd board did not flash an led light. The surgeon side cart (ssc) did not show an amber light on the power button. Some areas of the board were found to be oxidized/contaminated. The reset switch also needs to be cleaned. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.